Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The eeprom was uploaded and indicated 11 autoclave cycles for the handle. Engineering evaluated the returned handle and the eeprom (electrically erasable programmable read only memory) event log of the returned handle engineering confirmed the presence of select motor failure codes. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the handle. The handle powered up but did not calibrate as expected. No sounds were heard coming from the device. The device displayed one blinking green light above the handle symbol and two solid blue status indicator lights. Engineering then disassembled the unit. The root cause of the failure was isolated to the bldc (brushless direct current) board. A break in connection internal to the bldc board led to an intermittent connection to the selector motor, leading to intermittent occurrences where the drive motor could not successfully complete calibration. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the defective circuit board and the reported condition was confirmed. The observed condition was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a sleeve gastrectomy, when the battery was inserted into the handle, the handle displayed two solid blue lights with a blinking green light on the handle image. The technician tried to load the adapter, but the adapter was not recognized. The device did not cycle or calibrate when the battery was inserted. The instrument was not used on the patient; it was not clinically used. There was a delay in procedure time by two minutes. Ot / serial number of the reinforcement material - not available.